Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the bronchovideoscope objective lens has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 10/23/2024. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is possible the device was not reprocessed properly due to a leakage; however, the foreign material was unidentified. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.